Event description:
The customer reported that a couple hours into mastectomy procedure, the patient went into cardiac arrest. Patient recovered and was moved to intensive care and subsequently discharged to home. The patient suffered from takotsubo cardiomyopathy.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.